Event description:
The account alleged the head section is not lowering all the way down electrically or by using the cardio pulmonary resuscitation release. No injury reported.

Manufacturer narrative:
The account manually adjusted the shaft for the head motor to resolve the issue.